Event description:
A few days post-op the patient was rolling his head around and snagged the activation arm on his bedding and snapped the distractor spindle at the ratchet mechanism disabling the distractor. This device is the replacement device from a previously reported event recorded on MDR 9610905-2016-00040. Device was surgically removed on (B)(6) 2016.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. Due to no device being returned, the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.